Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported patient was displaying signs of increased spasticity. The office saw the patient and immediately felt that it was necessary for the patient to be scheduled for a revision due to the way the pump site appeared. The site of the pump was red, hot and there were signs of potential erosion. It was noted that the system was removed on (B)(6) 2014. A culture was taken at the time of explant from the pump pocket and the culture came back completely negative. The patient recovered well and a new catheter was implanted on (B)(6) 2014. The patient outcome was noted as receiving effective therapy. The pump was used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709sc, lot# n186302012, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter.

Event description:
It was reported that the patient had an infected pocket. Per the reporter, the catheter was broken at the spinal segment prior to the case. On (B)(6) 2014, the old system was removed and a new system was placed. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.